Event description:
It was reported to philips that the device failed the op check and gave a shock equipment malfunction error. Patients are not involved during op-check. There was no reported adverse patient impact.